Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t 1 is free from the needle. The actuator is in its t1 pre-deployment position indicating a dislodgement of t1. T2 remains in its customary position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as intended during the functional test. Reported simultaneous deployment could not be confirmed. It appears that t1 was dislodged during use. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that t1 and t2 simultaneously deployed from the fast-fix 360 curved device. A 15 minute delay was noted and a backup was used to complete the procedure. There was no report of patient injury associated with this event.